Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned used. A kink in the catheter was observed. After review of the preliminary pictures, the manner in which the device was packaged for return likely contributed to the kink. No kinks were reported by the user. A complete circumferential break was noted in the outer catheter shaft. The polyimide appeared to be kinked at this location; however, it was fully intact underneath the catheter shaft. The break was examined under magnification. The edges of the break appeared to be clean. There were no other anomalies noted along the catheter. Functional/performance evaluation: balloon rupture testing could not be performed due to the break in the catheter shaft. The balloon was checked visually for any ruptures; however, no rupture were identified. It is unknown if the shaft break was perceived as a balloon rupture by the customer. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a shaft break. The investigation is inconclusive for a material rupture, as functional testing for a pinhole rupture could not be performed due to the catheter shaft break. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Method: microscopic inspection (added). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured and blood was drawn into the inflation device. There was no report of patient injury.